Event description:
According to the reporter, the power button on their bravo recorder was damaged. The recorder is out of warranty and will be returned for investigation. There was no patient or user harm due to the alleged device malfunction. There was a repeat procedure done.